Event description:
Country of complaint: (B)(6). The suture needle is bent.

Manufacturer narrative:
Us reporting agent: (B)(4) 2014. Manufacturing site evaluation: there are no units in OEM stock. Samples received: none. There are no previous complaints of this code batch. There are no units in OEM stock of the other products manufactured with the same needle raw material batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (justified). Further analysis or cause cannot be completed or carried out.